Event description:
Pt presented at hospital to undergo a spinal operation. Near the close of the operation, anesthesia personnel had difficulty ventilating pt and observed that pt was in cardiopulmonary crisis. Physicians quickly determined that pt had experienced a massive air embolism, and initiated resuscitative measures. Despite their efforts, pt passed away. An autopsy later confirmed that they had indeed died from a massive air embolism. Rptr's investigation of the case has revealed strong evidence to indicate that misuse of a medical device was the cause of death. Having learned of the use of this device during pt's surgery, rptr consulted agency's maude database and learned that there have been a number of reported cases of fatal air embolism associated with misuse of the cobe brat 2 unit. In particular, users have reported air embolisms when reinfusing salvaged blood under pressure, and when reinfusing salvaged blood while the brat 2 is still connected by tubing to the reinfusion bag. Having determined that there was a documented history of similar occurrences, rptr then requested a copy of the operator's manual from cobe. Rptr learned that the manual specifically warns that misuse of the unit can cause a fatal air embolism. In particular, the manual warns that air can be introduced into a pt if (1) the user reinfuses salvaged blood under pressure by using a pressure bag; (2) the user reinfuses salvaged blood while the reinfusion bag is still physically connected to the unit; or (3) the user fails to transfer the salvaged blood to a secondary or transfer bag prior to reinfusing the pt. During the course of discovery rptr has determined that the operating personnel violated all three of these instructions. Evidence suggests that hospital immediately suspected that the brat 2 unit was a possible source of the air embolism, yet failed to report the incident either to FDA or the manufacturer. Hospital impounded the unit for inspection the morning following death. It is rptr's further understanding that hospital maintained possession of the unit for some six weeks, during which time it inspected and tested the device to determine whether it caused or contributed to this catastrophe. Hospital amended its anesthesia dept. Policies and procedures following the date of death to prescribe and require use of the brat 2 in compliance with the manufacturer's instructions and warnings. In particular, pressure reinfusion of salvaged blood is no longer permitted, nor is reinfusion of blood while the unit is physically connected to the reinfusion bag.